Event description:
In 2002 pt called at the recommendation of their dr to report that in the past 14 days they noticed their one touch ultra results were higher than the lab. Pt diagnosed in 2001. Meter set to mg/dl and interpreted as mmol/l. Pt shared the following: ftere the first 4 days of higher results, they had called their dr who recommended increasing their metformin per day to 3 metformin and 2 glyburide per day. Yesterday 7 a.m result 98 mg/dl (interpreted as 9.8 mmol). Took 1 glyburide and 1 metformin. At 8:30 a.m. Pt ate breakfast. Later while the pt and spouse were at the local mall on business the pt began to feel strange and funny, not recognizing anything. Pt walked around very lost until spouse finally got them into the car where pt was very thirsty and began drinking a pop. 11:00 a.m. Pt arrived at hosp. Pt's clothes were soaking wet from sweating. Pt started feeling better while sitting in the hosp finishing their pop. A lab comparison was done while there. Lab 4.7 mmol/l and the meter read 88 mg/dl (interpreted as 8.8 mmol/l). Pt went home and slept for 4 hrs. The next day the pt's morning result was 109 mg/dl (pt thought 10.9mmol/l). Pt took 1 glyburide and 1 metformin. Just before noon, because pt felt sweaty and clammy, they went to their dr's office. The dr recognized the low glucose symtpoms, told the pt to take sugar, stop taking the medication, and call. They did another lab comparison at this time. Lab result 4.1mmol/l and meter read 74 mg/dl (interpreted as 7.4mmol/l). New and subject meter in range with control. Seven other documented results over the 4 days all ranged between 71 and 101 mg/dl. No further info available.